Event description:
Approx three months after cataract surgery with implantation of the crystalens intraocular lens (iol), the pt presented with a one line decrease in visual acuity sensativity. The surgeon examined the lens and determined that the lens was tilted with inferior prolapse. The surgeon then performed a yag capsulotomy. Several days later, the surgeon diagnosed the pt as having capsular contraction syndrome. Approx one month later, the surgeon attempted to reposition the lens, however, this resulted in a significant decrease in the pt's best corrected visual acuity (count fingers). Two weeks later the surgeon explanted the crystalens and replaced it with another intraocular lens. Postoperatively, the pt's bcva improved to 20/20.